Event description:
It was reported that tandem mobi pump battery would not charge even though customer used tandem charging pad, cable, wall adapter, and confirmed working outlet, and customer expressed concern that pump was not working because it took almost three hours to reach full charge. Customer reported blood glucose of 380 mg/dl after prolonged time without insulin during charging, and there was no additional information indicating further blood glucose outcome. Customer left wall adapter plugged in for at least 30 minutes, changed charging cable, wall adapter, and charging pad, and pump eventually began charging to 100%.